Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (b)(\6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.